Manufacturer narrative:
This report is submitted on april 9, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [111072 device analysis report.pdf]

Event description:
Per the clinic, it was reported that the patient tested (B)(6) for an (B)(6) infection. Subsequently, the patient underwent revision surgery on (B)(6) 2018, in order to debride an abscess at the implant site and revise the mastoidectomy. During the procedure, the device was explanted. The patient will be treated with oral and antibiotics for a duration of 3 months following the explant. The patient was not reimplanted, as of the date of this report.